Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: delamination of the valve. A leak test and microscopic analysis were performed which identified: partial delamination of the valve. Based on the device analysis the final assessment is: partial delamination of the valve (adhesive failure). Reason for reoperation is due to implant exchange.

Event description:
Patient reported a left side implant exchange with no complaint against the device. Healthcare professional reported left side "valve delaminated from shell." The device has been explanted.